Event description:
A healthcare professional reported that during surgery the end of the vitrectome tip broke off and remained in the eye. During a check-up visit the following day, the metal tip seemed to be situated on the optive nerve. The patient underwent a second surgery to remove it. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).